Manufacturer narrative:
This product is registered as a combination product.

Event description:
During an in clinic follow-up, high capture threshold was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead with stylet inserted was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.

Event description:
Additional information received indicated the patient experienced pain and discomfort due to the reported event of high capture threshold.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.